Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the user was not receiving readings on their apple watch. Reportedly, the user's device operating system was not supported. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no readings on the apple watch could not be determined. A root cause could not be determined. Labeling indicates the app is not available for all smart devices and countries. Check the dexcom device compatibility site.